Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator during use on a patient, an alarm was generated and the reset button was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.